Event description:
When removing the intravenous line (IV), the plastic catheter that is normally attached to the hub of the IV was not there. Ultrasound and x-ray used to see if there is any visually confirmation of the rest of the plastic catheter in the hand and wrist area. Patient had bedside procedure to have the broken piece surgically removed. Patient will be in a splint for 2 weeks. Catheter was saved and can be returned for evaluation.